Manufacturer narrative:
The reported issue there was a battery conditioning failure was confirmed by the service depot that performed the analysis. External inspection: no issues or observations of concern were reported by the bd service team who evaluated the batteries. They did report the battery date codes were 1849 and 1850 (2018, week 49 and week 50). Testing: the batteries in question (2) had been installed within two other bd pcu devices by the hospital biomed for shipment and testing of the batteries by the service depot; local regulations prevented the shipment of the batteries alone for investigation. The batteries had failed the pm process while attached to other pcus not specified. The batteries were tested in accordance with the service bulletin 592a (dir: (B)(4)). The received battery log from the service depot recorded that the battery installed within pcu ¿ sn (B)(6) for testing of the battery resulted in it failing battery capacity testing in accordance with service bulletin 592a for both conditioning and manual conditioning testing. The received battery log recorded that the battery installed within the pcu ¿ sn (B)(6) for testing of the battery found the battery to pass testing. Both batteries that were evaluated were found to have exceeded their respective 2 year expiration date based on the battery date codes. There was no patient impact reported for the battery issue; failures reportedly occurred during preventative maintenance (pm). A third reported device/battery (sn (B)(6)) was not returned for investigation. Root cause: a root cause for the reported battery pm failures may be attributed to battery expiration based on the information provided. Per service bulletin 592a proper battery maintenance section, the battery should be replaced every 2 years. The batteries were over 2 years old at testing. Device history: a review of the device history record showed the device had a manufacture date of 22may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 09may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 23may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a battery conditioning failure during the pm tests. It was noted that the issue occurred prior to patient use. Although requested, additional event and patient details were not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that there was a battery conditioning failure during the pm tests. It was noted that the issue occurred prior to patient use.